Manufacturer narrative:
The reagent lot number was 820163. The expiration date was requested but it was not provided. The field service engineer (fse) decontaminated the sample and reagent probe, checked the rinse station unit, and replaced the reaction cell (the rinse station screw was not twisted correctly). The fse then performed hardware precision runs and qc with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results with a patient sample tested on a cobas c 303 analytical unit. The initial result was 11.2%. The first repeat result was 9.92%. The second repeat result using the cobas integra instrument was 9.64%.